Manufacturer narrative:
Concomitant product: product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that there were impedance issues after a recent battery change. The patient also had problems with the use of the patient programmer (pp), sometimes it works but most times it doesn¿t. The patient had a kinetra implantable neurostimulator (ins) and now has an activa pc ins, therefore, that made the hcp think this was an adaptor problem. Channel 1 was: 0-1- 3.90 v 90 ms 60 hz. Channel 2 was: 6- 3.80 v 60 ms 60 hz. The most recent impedances were: 0 784, 0 <(>&<)> 2 1216, 4 831, 4 <(>&<)> 6 19821, 1 867, 0 <(>&<)> 3 1300, 5 791, 4 <(>&<)> 7 1300, 2 892, 1 <(>&<)> 2 1052, 6 19821, 5 <(>&<)> 6 19821, 3 890, 1 <(>&<)> 3 1267, 7 858, 5 <(>&<)> 7 1165, 0 <(>&<)> 1 960, 2 <(>&<)> 3 1007, 4 <(>&<)> 5 918, 6 <(>&<)> 7 19821. The impedances were normal post-op. The device was changes to 5- which helped with symptom. The hcp was concerned that channel 1 was also affected because it also came with note saying ¿the delivery amplitude maybe lower than the selected amplitude for one or more programs. Check the electrode impedance.¿ surgical intervention did not occur but was planned. It was unknown if it has been scheduled. The rep reported two weeks later that the adapter was explanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the adapter (B)(4) found the #2, #3, #4, #5 and #6 conductors were broken 2.1cm from the distal end.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 748251, serial# (B)(4), product type extension. Product ID 748251, serial# (B)(4), product type extension. Product ID: 37601, serial# (B)(4), product type implantable neurostimulator. Product ID: 64002, product type: adapter. Product ID: 3550-29, product type: accessory. Product ID: neu_ptm_prog, product type programmer, patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.